Manufacturer narrative:
Evaluation summary: the device was not returned. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported that after an intraocular lens (iol) was implanted, the patient reported a visual complaint. The lens was exchanged for a different lens two weeks after initial implantation. Hyperopia after cataract surgery was clinical reason given for the explant. Additional information was requested.